Event description:
Reporter alleged, obtaining discrepant back to back blood glucose results of 399 mg/dl, 166 mg/dl and 129 mg/dl, when all tests were performed within 10 minutes on the active system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.